Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the sensor had given a reading of 54 mg/dl when the blood glucose reading was 113 mg/dl. The blood glucose reading at the time of the report was 439 mg/dl. The caller declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.